Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain lower ("right lower quadrant pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2013, (B)(6) 2014), miscarriage in 2012, asthma, dizziness, vertigo, depression, dysfunctional uterine bleeding and celiac sprue. She does not take any pain medicines, no bruising. No bleeding, no evidence of essure implant perforation through the tube or malposition of the implant. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity and vaginal bleeding. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with propranolol (propanolol), amitriptyline and surgery (on (B)(6) 2017 underwent unilateral salpingectomy (left side only removed)). Essure treatment was not changed. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain lower had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, headache, migraine and pelvic pain to be related to essure. The reporter commented: she was currently exploring her options for the removal of the essure device. Patient reports that approximately 2 1/2 weeks ago she had her fallopian tubes removed secondary to an essure that caused erosion and pain to that area. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On (B)(6) 2015 patient underwent transvaginal ultrasound resulted in dominant follicle on the right. Bilateral essure implants. On (B)(6) 2015 patient underwent hysterosalpingogram test resulted in essure occluding devices are identified in both fallopian tubes. There is no evidence for filling of the fallopian tubes with contrast material. On (B)(6) 2017 patient had surgical pathology: left fallopian tube and essure coil fragments resulted in fallopian tube without specific microscopic abnormality; fragments of medical device/coil. Patient's qualitative beta hcg was negative most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: case became incident, reporter added, patient historical and concomitant condition added, historical drug added,events added as follows- migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and pelvic pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.